Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant, the insertable cardiac monitor displayed an error message stating that an unexpected condition has occurred. Another device was implanted instead. The patient had no consequence due to the event.